Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. It was reported that the patient developed a rash under the left electrode. The patient's daughter reported that they reached out to their doctor who recommended applying an oil or vaseline to the affected area. The final medical outcome of the irritation is unknown. There was no alleged device malfunction.